Event description:
My (B)(6) daughter has type one diabetes and uses a dexcom continuous glucose monitor. We awoke this morning to discover that my daughter's monitor was not reading since 1:30 in the morning. We received zero readings for several hours. This after our dexcom and the follow app indicates that we are supposed to receive alerts if dexcom is not "receiving readings." This is becoming all too common and all too dangerous. Just two nights ago, we received another the "---" reading for hours and then an urgent alarm stating her blood sugar was 55. I immediately gave her 15 carbohydrates to save her life only to discover shortly thereafter that her blood sugar was over 200. Dexcom has become cavalier, careless, and completely irresponsible. Unless dexcom commit to sending out quality products to the vulnerable people who depend on them, they should not be FDA approved. Please review the quality control records for dexcom to ensure no individual suffers from this product. FDA safety report ID # (B)(4).